Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: pentaray nav eco catheter (model# d-1282-11-s lot# 17326953l). Carto 3 system (model# fg-5400-00j serial# (B)(4)).

Event description:
It was reported that a male patient underwent an ablation procedure for atrial tachycardia with a thermocool&#59411;smarttouch&#59394;bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. Baseline systolic blood pressure (sbp) was 120mmhg. After transseptal puncture, mapping was performed with the pentaray nav eco catheter in the left atrium. Twenty minutes after mapping, ablation from the center of the posterior wall to the bottom of the right inferior pulmonary vein was performed. Seven minutes of ablation at 25-30 watts, using a dragging technique, terminated the atrial tachycardia. Additional ablation was performed for 3 minutes. Five minutes after ablation was completed, when the physician placed the ring catheter into the pulmonary veins to check pulmonary vein potentials, the patient became hypotensive with sbp down to 60mmhg. Tamponade of approximately 20mm was confirmed via intracardiac echocardiogram. Pericardiocentesis yielded approximately 500cc of fluid. Systolic blood pressure then rose to 130mmhg. There is no information regarding hospitalization. Patient outcome is fully recovered. There were no patient factors cited that may have contributed to the adverse event. There is no further information if hospitalization was required. Physician's opinion regarding the cause of the adverse event is that it was not related to a biosense webster product malfunction but that it was procedure-related, specifically "performing 30 watt ablations to inappropriate sites." Transseptal puncture was performed with an unknown needle. Generator was in power control mode at 25-30 watts. There is no information regarding overall ablation time or last ablation cycle time at the site of injury. There is no information regarding irrigated catheter flow rate or sheath used. No error messages were observed on any biosense webster equipment during the procedure. There is no information regarding anticoagulants given during the procedure.